Manufacturer narrative:
The device has been received for analysis on february 7, 2007 and an analysis based on the complaint info available on that date has been performed already. The results of this analysis have been summarized in an analysis report, dated may 23, 2007. In 2007, biotronik received the info that it has been determined that the device was removed due to infection. The following analysis report takes into consideration the add'l complaint info. The visual and mechanical inspection of the connector sys showed no deviation from the specification that might explain any malfunction. The pacemaker has been found in eri (elective replacement status) upon incoming test. The root cause for this status was storage at low temperature after explantation. The pacemaker's battery is only 10% depleted having 90% of energy left. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas-concentration, temperature, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. This pacemaker did not show any sign of a material or mfg problem. It is within its specifications. The infection of the pt is not device related.

Event description:
This device was returned by unk source without an oos form. In 2007, binc was informed that this sys was removed due to infection. Also removed were: arox 53 bp, MDR 1028232-2007-0275. Arox 45 jbp, MDR 1028232-2007-0276.